Event description:
Pacemaker battery longevity much lower than expected, doi (B)(6) 2015, and in (B)(6) 2017, battery longevity predicted at 1.5-2.5 years, despite minimal pacing requirement 99% as/vs, with 15 ua usage, outputs at 1.5v and 0.2 ms in the atrium, 1.125 / 0.5 ms autocapture in the rv.